Manufacturer narrative:
Investigation is in progress. A sample has been received, but has not yet been evaluated. A root cause has not been identified. (B)(4).

Event description:
Healthcare professional reported that air bubbles were observed during surgery. The air bubble were removed causing a small delay in surgery. No patient harm was reported.